Event description:
Severe rash under device; using a libre device for blood sugar control. The longer I wore them, the worst the rash got. It almost looked like a burn. As I moved the device on my arm each 14 days, the rash would get worse. I was told by libreto quit using the device. I used skin tac under it, which made no difference. FDA safety report ID # (B)(4).